Manufacturer narrative:
Initial reporter state: (B)(6).

Event description:
It was reported that entrapment on the guidewire occurred. A 1.50mm rotapro and a 330cm rotawire and wireclip torquer were selected for use. Upon delivery of the rotapro, the device was unable to advance due to a kink in the rotawire. The wire was unable to be pulled from the burr. The rotapro and the rotawire were removed together as one. The procedure was completed with another of the same device. There were no patient complications.